Event description:
It was reported the implantable neurostimulator (ins) was installed in two places and in (B)(4) 2012 the doctor put the ins on the same side as the ¿leads/battery.¿

Event description:
It was reported the implant was revised and moved from the right to the left buttocks because the implant was too close to a nerve and the patient stated her leg was numb and cold. Reportedly it was ¿much better¿ after the revision.

Manufacturer narrative:
Product ID: 3889-28, lot# v564087, implanted: (B)(6) 2010, product type: lead. (B)(4).